Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the sensor glucose and blood glucose in acceptable range during testing using the glucose sensor simulator. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer also reported sensor glucose and blood glucose reading discrepancies. Their blood glucose was 129 mg/dl while their sensor glucose was 54 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose readings. The customer also reported blood at the sensor insertion site. The insulin pump will be returned for analysis.